Event description:
(B)(4). My period stopped for a whole year after essure insertion. Diagnosed with a pituitary tumor, I started loosing my hair and its been more than 8 years that my hair wont grow, I need to use hair extensions all the time. Depression, heart issues including svt and heart murmur. Headaches, weight gain, fibromyalgia. Brain fog.